Event description:
Ambulance personnel were attending to a conscious pt with a palpable pulse. During an attempt at routinely monitoring the pt during transport, the monitor allegedly displayed an incorrect ECG. Reportedly the ECG displayed intermittently resembled both v-fib and asystole. There were no adverse effects to the pt reported as a result of the alleged malfunction.